Event description:
Patient presents to the ER in full cardiopulmonary arrest, medics unable to intubate her and patient had no spontaneous respirations and no pulse previous to transfer into emergency trauma center via squad. The connector piece on the ambu resuscitator bag snapped off while the respiratory therapist was trying to place the ez-pap. It doesn't appear that this piece is typically loose on these bags. Another device immediately retrieved and resuscitation efforts continued however patient pronounced deceased shortly thereafter.